Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The customer reported via phone call that they insulin pump had an error in a motor. The customer's blood glucose was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Event description:
It was reported that the insulin pump had an error in a motor. The customer's blood glucose was 14 mmol/l. The customer was assisted with the troubleshooting. It was also stated that the customer was admitted to the hospital due to the high blood glucose level. The customer's blood glucose level at the time fo the incident was 23-24 mmol/l and customer's current blood glucose level was 14 mmol/l. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement test, active current measurement test and self test. No pump error 43 alarm during testing. However, pump error 38 alarm during the rewind test due to moisture damage motor assembly. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to pump error 38 alarm.